Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarms and the customer was not getting insulin aside from bolus. The customer's blood glucose level was 255 mg/dl at the time of the incident. The customer mentioned that the drive support cap was normal or slightly indented. The insulin pump was not exposed to high magnetic field. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The customer also mentioned a hairline crack on the battery side and on the insulin pump screen. The reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.